Event description:
Pt contacted dexcom technical support on (B)(4) 2011 to report that he has been experiencing skin irritation at the insertion site, which turns red, bears welts and takes several weeks to heal. Pt consulted with his physician and was recommended the use of neosporin. At the time of his call to dexcom technical support, pt had discontinued cgm wear and was waiting for his skin to heal.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.